Manufacturer narrative:
(B)(4)

Event description:
It was reported the device had prematurely reached elective replacement indicator rather than the estimated three remaining months. The patient was asymptomatic. The patient was in chronic atrial fibrillation and the device is set to bi-ventricular pacing. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and the report was inconclusive. The cause of the premature battery depletion could not be determined.